Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp micro-volume extension set could not be flushed when starting a medication line. Healthcare professional removed the microclave and attempted to flush the line by connecting the syringe directly; however, the line remained non-flushable. This occurred in the neonatal intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.